Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After inserting the catheter into the sheath and aspirating, air was continuously drawn into the sheath. The physician attempted to withdraw and reinsert the catheter, but the issue persisted. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device will not be returned for analysis.